Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the tubing set developed a balloon in the silicone segment during a chemotherapy infusion. There was no report of patient harm.